Manufacturer narrative:
(B)(4). Device investigation is pending following a patient use event.

Event description:
The user is questioning "no shock advised" notification given by the device during deployment.